Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the back is stretched out. The seat is duct taped to the seat frame.